Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [perforation uterine] perforation of the uterus or other structure [perforation of organ] device breakage during removal [device breakage] female pelvic inflammatory disease [pelvic inflammatory disease] abnormal bleeding [genital bleeding] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] pain, including chronic pain [pelvic pain female] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic inflammatory disease ("female pelvic inflammatory disease") in a 39 year-old female patient who had essure inserted (lot no. D46593) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of c-section (2007 & 2012) in 2007, tonsillectomy in 2004 and gravida ii, parity 2, gastritis, obesity, caesarean section, abdominal pain, groin pain, pelvic pain female, back pain, amenorrhea, function liver abnormal, weight loss, cholecystectomy and hirsutism. Previously administered products included: mirena and vaniqa. Concurrent conditions were listed as migraine, weight gain, bloating, obesity, constipation, epigastric pain, dysmenorrhea, iliac fossa pain, tenderness, menorrhagia, lethargic, menorrhagia, central sleep apnea syndrome, drug allergy, polycystic ovarian syndrome, obesity, perineal pain, obstructive sleep apnea, sleep apnea, endometriosis, bacterial vaginosis, breast tenderness and polycystic ovarian syndrome. Concomitant products included nsaids (unknown), cyproterone acetate and mirena (levonorgestrel). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), pelvic pain (" pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction") and dyspareunia ("dyspareunia"). The patient was treated with gabapentin, medroxyprogesterone (medroxyprogesterone acetate), tranexamic (tranexamic acid) and naproxin (naproxen) as well as surgery (bilateral salpingectomy., to remove essure and revision surgery to remove the device). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, pelvic inflammatory disease, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2019: negative [ultrasound pelvis] on (B)(6) 2019: report: difficult examination due to bmi+. Lmp - unsure due to recent irregular heavy bleeding. Anteverted uterus normal in shape and size measuring 43mm ap x 90mm in length. The endometrium measures 11. 7mm. The right ovary contains a 31 x 26.5mm cyst which contains internal echoes, the ultrasound appearances are suggestive of a hemorrhagic cyst. The left ovary was only visualized ta, as far as can be seen the left ovary appeared grossly normal. No obvious adnexal masses or free fluid seen. The urinary bladder was sub optimally filled; in (B)(6) 2023: showed normal uterus, normal endometrium and normal right ovary. They were not able to visualize the left ovary and there were no adnexal masses. A hormone profile was surprisingly normal in that her testosterone leve [x-ray] on (B)(6) 2016: has confirmed that the implants are in the right place. This means that the sterilization procedure you had has been successful and now you do not need any further protection the most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New event pelvic inflammatory disease added. Lot number added. Lab data, medical history, treatment drugs, updated. New reporters were added. (B)(6) 2024: lab data updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), pelvic pain (" pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction") and dyspareunia ("dyspareunia"). The patient was treated with surgery (to remove essure and revision surgery to remove the device). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), pelvic pain (" pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction") and dyspareunia ("dyspareunia"). The patient was treated with surgery (to remove essure and revision surgery to remove the device). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) perforation of the uterus or other structure [perforation uterine] perforation of the uterus or other structure [perforation of organ] device breakage during removal [device breakage] female pelvic inflammatory disease [pelvic inflammatory disease] abnormal bleeding [genital bleeding] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] pain, including chronic pain [pelvic pain female] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic inflammatory disease ("female pelvic inflammatory disease") in a 39 year-old female patient who had essure inserted (lot no. D46593 not valid) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of c-section (2007 & 2012) in 2007, tonsillectomy in 2004 and gravida ii, parity 2, gastritis, obesity, caesarean section, abdominal pain, groin pain, pelvic pain female, back pain, amenorrhea, function liver abnormal, weight loss, cholecystectomy and hirsutism. Previously administered products included: mirena and vaniqa. Concurrent conditions were listed as migraine, weight gain, bloating, obesity, constipation, epigastric pain, dysmenorrhea, iliac fossa pain, tenderness, menorrhagia, lethargic, menorrhagia, central sleep apnea syndrome, drug allergy, polycystic ovarian syndrome, obesity, perineal pain, obstructive sleep apnea, sleep apnea, endometriosis, bacterial vaginosis, breast tenderness and polycystic ovarian syndrome. Concomitant products included nsaids (unknown), cyproterone acetate and mirena (levonorgestrel). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), pelvic pain (" pain, including chronic pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction") and dyspareunia ("dyspareunia"). The patient was treated with gabapentin, medroxyprogesterone (medroxyprogesterone acetate), tranexamic (tranexamic acid) and naproxin (naproxen) as well as surgery (bilateral salpingectomy., to remove essure and revision surgery to remove the device). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, pelvic inflammatory disease, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2019: negative [ultrasound pelvis] on (B)(6) 2019: report: difficult examination due to bmi+. Lmp - unsure due to recent irregular heavy bleeding. Anteverted uterus normal in shape and size measuring 43mm ap x 90mm in length. The endometrium measures 11. 7mm. The right ovary contains a 31 x 26.5mm cyst which contains internal echoes, the ultrasound appearances are suggestive of a hemorrhagic cyst. The left ovary was only visualized ta, as far as can be seen the left ovary appeared grossly normal. No obvious adnexal masses or free fluid seen. The urinary bladder was sub optimally filled; in (B)(6) 2023: showed normal uterus, normal endometrium and normal right ovary. They were not able to visualize the left ovary and there were no adnexal masses. A hormone profile was surprisingly normal in that her testosterone leve [x-ray] on (B)(6) 2016: has confirmed that the implants are in the right place. This means that the sterilization procedure you had has been successful and now you do not need any further protection. Batch is not valid: d46593. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-oct-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.